Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited increasing thresholds. The patient will be brought back in one month to evaluate if thresholds stabilize. The device remains in use. No patient complications have been reported as a result of this event.